Manufacturer narrative:
(B)(4).

Event description:
The patient lost relief of spasticity. The physician accessed the sideport and was unable to aspirate, so he scheduled a catheter revision. On (B)(6) 2011, after opening the back, the physician found the catheter had no csf flow. He tried to pull the catheter out and was unable to as there was great resistance, so he left the catheter in and implanted a new catheter. When implanting the new catheter, it would only go up to t10-11 and then it began to loop in the intrathecal space, so he left the catheter there as the csf flow was good. Additional information has been requested, a follow-up report will be sent if additional information becomes available.